Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed on a broccoli shaped laa. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device was successfully implanted without issues or complications. The following morning via routine transthoracic echocardiogram, the watchman device was found to have embolized into the left atrium. The patient did not present with any symptoms. The watchman device was successfully retrieved with a non-boston scientific grasping device. The patient has been discharged and is doing well.

Manufacturer narrative:
B5: additional details added to narrative.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed on a broccoli shaped laa. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device was successfully implanted without issues or complications. The following morning via routine transthoracic echocardiogram, the watchman device was found to have embolized into the left atrium. The patient did not present with any symptoms. The watchman device was successfully retrieved with a non-boston scientific grasping device. The patient has been discharged and is doing well. It was further reported that the patient will follow up with their provider to discuss future options and the patient was continued on eliquis twice daily.